Event description:
It was reported, the patient's pump was flipped and confirmed and was in withdrawal with a recurrence of pain. The patient's symptoms were further described as "underdose symptoms; pain recurrence, withdrawal of drug". A catheter dye study was attempted but aborted due to failure to "withdrawal" fluid from the catheter access port (cap). The patient was admitted to the hospital with urgent scheduling of surgery and replacement. At the time of the surgery, the healthcare professional (hcp) had difficulty removing the sutureless connector. The metal piece was stripping from the white outer coating. The hcp had to use surgical instruments in order to disconnect the sc connector from the catheter. The patient was listed as "alive - no injury" at the time of this report. The pump contained dilaudid and clonidine. It was further reported the hcp would "feel for the catheter access port and determine of the pump was correct or flipped. If it was flipped, they would flip back". The pump was "tacked down" using all four suture loops. The sutureless connector was not able to be removed easily from the pump. The hcp tried to pinch the two black dots together, they would see the metal piece being exposed from the connector. With difficulty, the hcp was able to remove the sutureless connector.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j11028r51, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. (B)(4)

Manufacturer narrative:
Analysis of the sc connector (B)(4) found difficulty with sc connector lead to explant.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709, lot# j11028r51, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that around the last of may beginning of (B)(6) 2014, the patient went through a spell where the catheter had twisted and closed off; it was "kinked so bad". The patient experienced severe withdrawal for five days. The catheter was 'redone' sometime the first week of (B)(6).